Event description:
Customer reported a malfunction with the pump, identified by a code which was resettable. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided instructions on resetting the pump, which resolved the issue, and the customer was advised to continue using the device while monitoring for any recurring problems.